Event description:
There was a defect at the hub of the needle. It allowed air to be pulled into the injecting syringe while trying to aspirate. The leak was found while pushing fluids through the line to check for problems.======================manufacturer response for needle, nerve block , stimuquik (per site reporter).======================will send replacement device.